Event description:
*Awaiting closure of lab analysis - photo analysis is no longer required to be reported. Aware date will need to be updated accordingly. Healthcare professional reported baker grade iii capsular contracture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, openings, non-penetrating nicks, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported baker grade iii capsular contracture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: baker grade iii capsular contracture.